Event description:
It was reported that faradrive steerable sheath was selected for use for a procedure. The sheath was prepared and proceed as per the instructions for use (IFU). Forward flushing of the sheath was deemed normal and showed no abnormalities. However, aspiration of the sheath while fully submerged in saline showed notable air in aspirating syringe, with visible bubbles in the tubing of the sheath. Further forward flushing, aspiration, and light agitation of the proximal sheath were performed, but air bubbles persisted and continued to appear freely upon aspiration of the sheath. The sheath tip was not in contact with any surface during aspiration. The 3-way stopcock and sheath valve were manipulated and ruled out as sources of air entry. This was also excluded by the presence of air bubbles in the sheath tubing. The sheath was still on the prep table, and the patient was sedated at the time of the event. The procedure was completed successfully with another faradrive sheath. No patient complications were reported. No fluid leak was noted. It was further reported that no remarkable leak was observed. The flow rate during irrigation was 1 drop per second. Only the farawave catheter had been inserted in the sheath when the air was observed. The type of procedure that was performed was a pulmonary vein isolation with the indication as atrial fibrillation.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for use for a procedure. The sheath was prepared and proceed as per the instructions for use (IFU). Forward flushing of the sheath was deemed normal and showed no abnormalities. However, aspiration of the sheath while fully submerged in saline showed notable air in aspirating syringe, with visible bubbles in the tubing of the sheath. Further forward flushing, aspiration, and light agitation of the proximal sheath were performed, but air bubbles persisted and continued to appear freely upon aspiration of the sheath. The sheath tip was not in contact with any surface during aspiration. The 3-way stopcock and sheath valve were manipulated and ruled out as sources of air entry. This was also excluded by the presence of air bubbles in the sheath tubing. The sheath was still on the prep table, and the patient was sedated at the time of the event. The procedure was completed successfully with another faradrive sheath. No patient complications were reported. No fluid leak was noted. The sheath is expected to return for analysis.